Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. Caller was advised to continue using the pump and to contact support if the issue arises again, which they acknowledged.